Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that wet spot found on the patients pad and blood backed up into the central line tubing and tubing was leaking medication directly above the connection to the central line where all 3 medications meet.